Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. Patient codes: (B)(4) - surgical intervention, (B)(4) - complication from vaginal mesh. It was reported that patient underwent mesh excision on (B)(6) 2014 by dr. (B)(6) due to complication from vaginal mesh and chronic cystitis at (B)(6) hospital, inc.